Event description:
The patient's device showed high impedance. X-rays were taken and no gross discontinuities were observed by the medical professional. The patient started experiencing increased headaches and seizures. The physician believed these events are related to the high impedance and a possible lead fracture. The patient underwent lead revision surgery and post-operative diagnostics were within normal limits. The device was discarded by the hospital following surgery. No other relevant information has been received to date.